Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was hospitalized for elevated blood glucose greater than 500 mg/dl with ketones. Customer was treated with intravenous insulin and long acting insulin. Customer was discharged (B)(6) 2019 with the issue resolved and no permanent damage. Reportedly, customer suspected the cause for the event was not being connected to the pump properly. Customer could not provide specific details and did not know what was not connected. Customer declined additional training from tandem field representative. Although requested, no additional information was provided.